Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a remote interrogation of this implantable cardioverter defibrillator (ICD), the presenting electrocardiogram showed a sinus rhythm of 140bpm with 2:1 ventricular pacing. Sinus beats are falling into post-ventricular atrial refractory period (pvarp). There is some far-field oversensing of the r-wave resulting in inappropriate mode switches and inappropriate atrial tachy response (atr). Monitoring was continued. Additional information was received that an alert was later received in the remote home monitoring system that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended due to the presence of noise. Review of stored device data also noted ongoing intermittent farfield r-wave oversensing on the atrial channel. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.